Event description:
International affiliate reports that two tabs on the distal tip of the intermediate tightener broke off during set screw tightening. The broken tabs could not be located and remain in the patient.

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
The di intermediate tightener was not returned for evaluation. Review of the device history record cannot be performed as the lot code is unknown. The age and condition of the instrument prior to tab breakage are unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. No emerging trends were found. At this time, the complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. Device is not available for evaluation.